Event description:
An anesthesia nurse prepared a 30cc syringe of propofol when she noticed that the stopper smudged the interior of the barrel as the medication was drawn. The nurse was concerned there may be particulates in the medication from the stopper smudging so the propofol was disposed off and syringe returned to materials. No other syringes were affected. No patient was harmed. Staff do not know why this occurred. This syringe product is routinely used to draw up many different kinds of medication and fluid; this facility has not had this experience with this syringe in the past. The syringe was dry and did not appear to have a defect prior to drawing up the medication.